Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer failed to open, preventing the removal of propofol medication. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-aug-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer failed to open due to overstocked medication. A field service engineer identified the drawer was overfilled, advised the customer to remove excess medication, and verified proper opening and closing after adjustment. The system functioned as intended after the field service engineer repaired the device.